Event description:
Information was received from a patient receiving intrathecal morphine with an implantable pump. It was reported that the reason for the call was the patient stated their pump was experiencing a septum leak every time they got a refill. The patient stated they were feeling extremely overdosed when this happened. The patient stated they lost 5.1 ml of medicine into their body last time, a couple weeks ago and they didn't know if that loss was from the time before this (3 months ago) or this past time (a couple weeks ago). The patient clarified the first time this happened was 3 months ago at a refill and they had to sit there for 4.5 hours after the refill before they could drive home because of the effects of the medication leaking out from the septum into their body. The patient stated the last refill when this happened was a couple weeks ago. The patient also mentioned they knew it was happening immediately because they different and felt a head rush all of a sudden and a burning sensation like something was not right and felt heavy in the top of their body. The patient then stated but it was weird because the nurse thought it'd hit them before they got off the table, but it crept up on them, they didn't know why it felt so long, but they felt the head rush first, then they felt the burning sensation of the meds inside them, and then within 30 minutes they were out and not in good shape. The patient referenced the previous statement occurring at their latest refill a couple weeks ago because they could tell immediately the 2nd time it happened because they knew what it felt like the first time. It felt horrible. The patient mentioned they have had a pump since 2015 and this one never had any issues. The patient stated their current pump was working perfectly fine until the refill 3 months ago. The patient confirmed the medication in the pump was preservative free morphine sulfate. The patient stated the nurse filled their pump and stated the doctor's office said sometimes it happened and if it happened again, they knew it was the septum and they would have to change the pump out, so the patient stated they were at the point where they had to get the pump replaced, but they didn't want to have to pay for the replacement if it was a medtronic issue/recall. The agent reviewed considerations and reviewed pump technical services resources for healthcare providers. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2025, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider reporting that there was a catheter malfunction. The pump and catheter were replaced.

Manufacturer narrative:
H3 ¿ the pump was returned for analysis. Analysis of the pump found ¿no anomaly.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) indicated that the cause of the pump leaking from the septum and the patient's symptoms was not determined, but it was assumed to be a septum leak given that it happened two refills in a row and the patient was missing 5.1ml from her pump at the second refill. An ultrasound over the pump following the refill did not show any fluid surrounding her pump. At the time of this report, the event was not resolved and the patient had been referred to a doctor for a pump replacement. The surgical intervention had not yet been performed and the device was still in use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.